Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was unable to be performed as the model and serial number of the device was not provided and the device data was also not provided for analysis. Additional information was requested regarding the device model and serial number, however, it was indicated that if the device is eventually explanted, the model and serial number would be provided. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This event is duplicate of report number 2124215-2026-07070. Further information related to this event will be provided in report number 2124215-2026-07070.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device model and serial number was provided. The device was explanted and replaced. No additional adverse patient effects were reported.